Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited oversensing noise and low impedance. It was noted that there is potential insulation breach. Further information was requested however, was not provided.